Manufacturer narrative:
Edwards received information that this event was also reported by the user facility under (B)(4). It was learned that this patient presented with congestive heart failure nyha class iii and ef of 55%. The implant duration of the patient's bioprosthetic mitral valve was approximately 18 months. The etiology of the mitral valve disease was prosthetic dysfunction. Associated comorbidities include: renal failure (last creatinine level - 9.3 on dialysis) and hypertension. Tte revealed severe dysfunction of the mitral valve replacement with restricted movement of 2/3 leaflets and severe mitral regurgitation (pressure gradient across mv 22, was now 19). Evaluation of the subject device by edwards demonstrated calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Additionally, calcification has been shown to occur at accelerated rates in patients with renal failure. Patients with mitral annulus calcification are on average older than those without calcification; however, mitral annulus calcification has been detected with increased frequency at younger ages in patients with uremia. The duration of dialysis also plays a major role in the development of calcification. Patients undergoing hemodialysis and renal replacement therapy have been found to develop calcification at earlier ages. The presence of coronary artery calcification in the dialysis population appears to correlate in part with the ingested quantity of calcium-containing oral phosphate binders. In this case, the patient's medical history includes renal failure with hemodialysis treatment. It appears that these patient related factors likely caused or contributed to the patient's onset of bioprosthetic valve calcification. No further actions are possible with the available information.

Manufacturer narrative:
X-ray. Additional manufacturer narrative: it was reported that this valve was explanted after approximately 18 months. The reason for the explant is not available. As received, all three leaflets were found to be noticeably stiff when probed by fingers. One of the leaflets (leaflet 1) was in a partially opened position which resulted in a large gap skewed towards commissure 1 at the center of the valve. Tissue calcification nodules are evident in all three leaflets. The tissue calcification was confirmed by x-imaging. Mild host tissue growth is event on the valve. Although no functional testing was performed, the leaflet tissue calcification appears to be severe enough to cause malfunction of the valve which may lead to the explantation of the bioprosthesis. Tissue calcification mediated structural valve deceleration (svd) is a chronic and usually late event for the vast majority of bioprosthetic heart valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. The incidence of tissue calcification in bioprosthetic heart valves is highly variable among patients, suggesting that biological factors, such as patient age, end-stage renal disease, patient immune status, other comorbidities, play an important role in this process. There is no patient information available, thus the root cause of the early calcification of this particular valve remains unknown. No further actions are possible with the available information. A supplemental MDR will be submitted if any new information is received.

Event description:
Edwards received information that a patient had explant of a bioprosthetic mitral valve after an implant duration of approximately 18 months. The reason for explant was not provided.